Event description:
It was reported that the stapler jammed. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the second staple in the cartridge is slightly misaligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples have been fired by the end user. Reference file pic_anp1900059600 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly load and close. However, the second staple was unable to fire due to it being misaligned. The stapler was disassembled and the staples were manually realigned correctly. Upon reassembly of the device, the second staple was able to fire properly. The trigger was engaged several more times and the staples would intermittently get misaligned and would not fire unless they were other remarks: manually realigned. In total, 7 staples were fired during testing. The reaming staples were removed from the device and microscopically examined. No burrs or defects were observed. The misalignment of the staples prevented the stapler from being able to consistently fire staples. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent some staples from firing. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "clips jammed" was confirmed based upon the sample received. The sample was returned with the second staple slightly misaligned. Upon functional inspection, the second staple was unable to fire from the device. After manually realigning the staples, the second staple was able to fire properly but the same issue would occur intermittently as some staples would get misaligned and not fire until the staples were manually realigned once again. It could not be determined what caused the staples to occasionally misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed. There was no patient injury.